Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. Analysis of the implantable intrathecal catheter (s/n (B)(4)) found a hole caused by the catheter connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: l51340, ubd: 23-mar-2000, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving gablofen at an unknown concentration and dose. It was reported that during a pump replacement the hcp tried multiple times to aspirate the catheter with a syringe but there was no cerebrospinal fluid flow from the catheter. The catheter was replaced. A portion of the intrathecal segment was left implanted and tied off. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. No patient symptoms were reported. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.